Event description:
It was reported that the patient experienced pump migration with an inflatable penile prosthesis (ipp), as it was turned upside down and retracted from scarring. A revision surgery was performed in which the pump was replaced. The patient was reported to be good after the surgery. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.